Event description:
Two fold issue: no alert was initiated for rapid decrease in battery power; battery malfunction after only two years of service. Regularly scheduled check of device showed battery was at 80% remaining in (B)(6) 2018. No alert was issued for significantly decreased battery found in (B)(6) 2019 showing only 15% remaining. Boston scientific contacted our office to state device must be changed out within two weeks to ensure proper and safe function.